Event description:
A customer reported to baxter (B)(4), a clearlink y-type catheter extension set in which a leak was observed. According to the report, the nurse noticed a crack in an unknown rigid component of the set when she attempted to draw a blood sample from the patient. The nurse attempted to flush the line with normal saline and noticed that there was leak by the bifurcation. The nurse noted that they tubing did not separate. There was no reports of patient injury, adverse events, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.